Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting could not initially be completed as the customer could not be reached, but they eventually called back to report the event themselves. The customer's blood glucose level was 138mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change but was recurring during normal use. The customer was advised that the insulin pump needed to be replaced and was advised that may continue use until replacement arrived. The insulin pump was returned for analysis.